Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
]It was reported that the customer was experienced hyperglycemia. The customer reported that she had high blood glucose levels of 26 mmol/l at the time of incident. The customer reported that the insulin pump received insulin flow block alarm and there was an occlusion issue with tubing. Troubleshooting was performed. The customer stated that the insulin exited. The customer reproted that the cannula was not bent but the tubing was twisted. It was reported that the customer's current blood glucose level was 8.2 mmol/l.the customer treated high blood glucose with insulin pump. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.